Manufacturer narrative:
H3: the reason for the revision reported in may have been the result of presumed prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no detailed clinical information was provided. Correction: h6 clinical code, type of investigation, investigation findings, investigation conclusions.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that this 75 y/o male patient's left knee was revised approximately 8 years 7 months post op. Poly issues with flaking and delamination. Surgeon replaced the patella and insert, the femur had shown up with bone hot spots in the bone scan, the femur was deemed to be not loose under expection, although there was a small amount of bone remoddling around the lateral distal femur. The surgeon removed the parts/pieces from the patient - small fragments of polyetherleyne were present in the knee joint. There was a 5-15 min surgical delay/prolongation. There was no adverse events as a result. Patient was last known to be in stable condition following the event. Photos & x-rays received. The devices are not available for evaluation due to the devices were discarded.

Manufacturer narrative:
Report number: 1038671-2024-01674 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10 concomitants: (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4, (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. The following sections were corrected: d4: model number. The reason for the revision reported may have been the result of presumed prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no detailed clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.